Event description:
It was reported that it was difficult to aspirate because of negative pressure. There were no effects on the day of use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met specifications. The product was used for treatment purposes. It is unknown whether the product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used (note significant biological fluid deposits inside evacuator) reliaivac evacuator. Visual inspection of the sample noted no visible defects. A concomitant, in-house evacuator tubing was attached to port a of the evacuator and used to suction in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon fully inflated with no difficulty and port b was closed off to create negative pressure. The device was able to successfully suction 400cc of solution and expel without issue. This met the acceptance criteria. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿I. Device description: reliavac® 400 closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone and pvc materials; they are round or flat shape with perforations. They are packaged with or without a trocar. Evacuators are made of pvc materials. Ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. Do not use with wall suction in excess of 210mm hg. 5. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 6. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 7. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 8. Suction must be discontinued prior to the removal of the drain. 9. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 10. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to aspirate because of negative pressure. There were no effects on the day of use.